Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 11/30/2018 to 8/31/2020 and confirmed that this device was previously returned for servicing on 04/19/2020 for the same customer reported issue, this shall be reviewed as part of part usage trending in complaint review board. There were production failures ((B)(4)) for 90 clicking sound and 100-channel error 232.6040 which does not correlate to the customer reported issue.

Event description:
It was reported that the device failed preventive maintenance. Npi.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from 11/30/2018 to 8/31/2020 and confirmed that this device was previously returned for servicing on 04/19/2020 for the same customer reported issue, this shall be reviewed as part of part usage trending in complaint review board. There were production failures (q6 200283300 and 200278967) for 90 clicking sound and 100-channel error 232.6040 which does not correlate to the customer reported issue.